Event description:
The user facility reported that the device is leaking from the cartridge during inspection out of the box. There was no patient impact, no delay, no medical intervention, and no adverse consequences.